Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-03042. It was reported that rapid right ventricular pacing in response to atrial fibrillation and one episode of ventricular tachycardia resulted in nonischemic dilated cardiomyopathy. This resulted in severely reduced ejection fraction. The lead and the pulse generator were explanted and replaced. The patient was upgraded to bi-ventricular implantable cardioverter defibrillator.